Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and could not be replicated nor confirmed. Visual inspection was performed and found no damage to the conductor wire. The instrument also passed the electrical continuity test. Additional observation not related to customer complaint: the instrument was found to have a frayed grip cable at the distal end. The complaint was not confirmed by failure analysis.

Event description:
It was reported that there was a broken conductor wire (black) regarding the fenestrated bipolar forceps instrument. The procedure outcome was unknown.